Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose (bg) levels (202-285 mg/dl) with a trace of ketones. The customer went to the emergency room and insulin injections were administered. The customer left the ER the next morning. The pump cartridge was changed. The customer was feeling better; however, the bg level was still high. A bolus of insulin was delivered. The customer did not know the cause of the high bg. A pump system check was performed using the current supplies on the pump and no device issues were found. The contact was satisfied.